Event description:
Customer reported receiving inaccurate blood glucose results. Customer received readings of 10.5 mmol/l compared to a lab reading of 4.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.